Event description:
During preparation of device, the internal pouch ruptured and the cytotoxic medication leaked. No patient involvement reported.

Manufacturer narrative:
Other, other text: h3: one video of a cadd cassette reservoir was received for evaluation. A leak could be observed in the product. No samples were received for evaluation. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The reported issue was able to be confirmed and was determined to be a manufacturing issue.